Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/01/2025, it was reported by an arthrex employee via (B)(4) that an ar-12990n scorpion needle and an ar-7535 experienced an issue. When the needle was installed to the scorpion and tried to thread tape, the handle was too stiff to grip. Upon checking, the needle had broken off in the shaft. This was discovered during the case and the case was completed using another device with no patient harm.